Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the housing of the battery handpiece/modular device was deformed/bent and out of round / leaking. It was determined that the roundness of the housing was deformed and was slightly rough when turning. It was further determined that the device was difficult to assemble/disassemble, had a component damage, and the moving parts did not move smoothly. It was further observed that the bevel gears were worn out, there was a loud noise during operation, and the lid was difficult to assemble. It was further determined that the device failed pretest for check roundness of housing, check of free moving and check fitting of the lids. It was noted in the service order that the handpiece was faulty during pre-surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.